Event description:
It was reported that far r-wave oversensing was noted via remote transmission. Programming changes were made when patient presented in-clinic. Two weeks later, patient was not feeling well and additional programming change was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.